Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: 9735560, serial/lot #:(B)(4), ubd: 16-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that there was a ten hole leak in the tubing of the cooling catheter. It was noted that the hole was significant enough to prompt replacement, however the surgeon elected to continue with the tubing in place. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.